Event description:
Philips received a report from a customer that the fluoro pedal could not completely depress. It has not been confirmed that the foot pedal was bent.

Manufacturer narrative:
Pr#: (B)(4). When investigation is completed, a follow up report will be sent to the FDA.